Event description:
The customer reported that the system would not complete boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The workstation power switch was replaced as a precaution. The system operates as intended.